Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received 14 shocks from the implantable cardioverter defibrillator (ICD) where therapy was exhausted. Upon interrogation it was found that his intrinsic heart rate was at 200 ohms, which was above the programmed rate cut off. No monitor only zone had been programmed for the ICD. It was noted that the patient was drinking at the time of the shocks. Boston scientific technical services (ts) was consulted and discussed programming options. The field representative stated that a monitor zone was programmed and rhythm ID was programmed on as detection discriminator. The ICD remains in service and no adverse patient effects related to the shocks or therapy exhaustion were reported.